Manufacturer narrative:
Owing to the effectiveness of the mitigations that are built-in to the design, the reported failure is not considered likely to lead to death or serious deterioration in health if the event were to reoccur. The device has performed as designed if a hardware failure is encountered, in order to protect against a fault becoming a hazard. In conclusion, the device has acted as designed and intended when a situation occurs which compromises safe operation, by triggering audible and visual alarms and a fail-safe shut down. No further actions are planned at this time. Breas medical will track and trend for similar issues.

Event description:
On 2019-06-11, (B)(4) received a copy of FDA medwatch report (B)(4) about a device malfunction. This report is created due to breas medical (B)(4) received one medwatch form that was registered by the care giver. Event description by the reporter: "describe the event or problem: patient was on a vivo continuous positive airway pressure (CPAP) for nighttime use. Twice the machine turned off while on patient. What problem did the user have (check all that apply): device malfunction - that is, the device did not do what it was supposed to do"